Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cadd cassette was leaking to the over pouch. This was identified prior to use and there was no patient involvement.

Manufacturer narrative:
H3: the device history file was reviewed. There were no discrepancies noted relevant to the indicated failure mode. One used device from the same lot were returned for investigation. The devices were visually inspected. There were no anomalies noted upon visual inspection. The cassette bag was filled with 100 ml of water using an ICU medical provided syringe. The leak was observed from the cassette bag during filling. The allegation made by the complainant was confirmed.